Event description:
The infusion company reported that family member of a pt had reported an overinfusion of milrinone. The pharmacy had delivered a 500 ml bag in 9/04. The infusion rate was to be 3 ml/hr, to deliver 60 ml over 20 hours. This infusion rate was used from 8/04. In 04, the pump was reprogrammed to deliver medication at 64 ml/hr, for 60 ml over 57 minutes. The infusion was repeated 3 times until the following day it is not clear why the pump was reprogrammed. The infusion co instructed the family member to take the pt to the hosp (details of adverse event symptoms not reported). The pt was airlifted from the local hosp to a university medical center. After overnight observation, the pt discharged.